Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that there is a problem with the system. The console was rebooted three times and the system notice was resolved. It was also reported that short inflation times were exhibited, and a system notice was received indicating that the balloon was deflated. It was further reported that a baseline flow icon was displayed at the end of an ablation. The coaxial umbilical cable was disconnected and reconnected without resolve. Then the coaxial umbilical cable was replaced without resolve. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The reported system notices were confirmed through data analysis but field service was not recommended. The product issue reported (multiple system notices) are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.